Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient or event information was available. A root cause could not be determined. Customer declined troubleshooting assistance from tandem technical support, and indicated that the continuous glucose monitor (cgm) system on the pump would no longer be used.